Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level ranged between 120-305 mg/dl. Reportedly, the customer changed the cartridge and syringe needle and successfully completed the load process. Customer resumed insulin delivery.